Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and vomiting. The patient was treated with IV (intravenous) fluid and insulin. The patient was released the following day. The pod was worn when seeking medical attention. At the hospital, it was discovered that the patient was using incorrect insulin in the pump. Patient was using novolin insulin (unsure of specific type) instead of rapid acting insulin.